Event description:
In abundance of caution a decision has been made to report this event. We have become aware of a medical linear accelerator malfunction unique to a single site. Two safety updates were installed on the medical linear accelerator system at this site in 2003 and 2006 to prevent unintended upward movement of the treatment table. However, recent water flood caused the treatment table to rise unintended. Based on initial investigation results it has been determined that an inadequate construction of the drainage area and maintenance of the medical linear accelerator system contributed to the system malfunction. The responsible party has been notified and was instructed to address the drainage and the maintenance issue. Based on the current electrical configuration of the drainage area, should another water flood recur, the treatment table can potentially moved unintended upwards and seriously injury a patient. It's important to note no patient was injured in this incident.

Manufacturer narrative:
System not adequately maintained by third party service organization. Facility drainage not built according to our product planning guide recommendations. Final investigation & risk analysis results will be forwarded to the regulatory agency upon completion.